Event description:
The physician used two zilver metal biliary stents during a stenting procedure. One stent was successfully placed in the area of right bile duct. After placing another zilver biliary stent through the existing stent the introducer tip became caught and the physician was unable to remove it. The introducer was cut leaving the introducer extending from the pt's mouth. The stent delivery system was successfully removed the following day by pulling the wire from the pt's mouth. An injury to the pt was not reported.